Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) of fever and bacterial peritonitis. On (B)(6) 2006, the patient began peritoneal dialysis (pd) treatment. On (B)(6) 2010, the patient experienced bacterial peritonitis manifested by abdominal pain, cloudy effluent and fever and was hospitalized the same day. On (B)(6) 2010, prior to the initiation of antibiotic treatment, a peritoneal effluent culture was performed which revealed (B)(6). The patient was treated with unspecified antibiotics on an unreported date. At the time of this report, the patient remained hospitalized and the event of bacterial peritonitis with culture positive for (B)(6) was resolving. The outcome for the event of fever was not reported. Pd therapy was ongoing. Concomitant medications were not reported. The reporter believed the event of bacterial peritonitis with culture positive for (B)(6) was not related to pd therapy, but did not comment on the event of fever. The root cause of the event of bacterial peritonitis with culture positive for (B)(6) was reported as poor environment. On (B)(6) 2010, the patient was discharged from the hospital and recovered from bacterial peritonitis with culture positive for (B)(6) on an unreported date in 2010. The outcome for the event of fever was not reported.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the emdr as the product code and lot number are unknown.